Manufacturer narrative:
An event regarding pain involving a knee arthroplasty for the patient was reported. Following a medical review it was confirmed that the tritanium shell hip implant was malpositioned. Device evaluation and results: not performed as product was not returned. It remains implanted medical records received and evaluation: a medical review was performed with the x-rays provided. It noted the following; this failure scenario could be a plausible explanation for all complaints reported but impossible to prove. It would represent a procedure-related failure mode, not related to the knee arthroplasty but rather more to the present accolade/tritanium hip arthroplasty with the tritanium cup in malposition causing secondary overload by external mechanisms on the knee joint. Device history review: not performed as lot details were not provided. Complaint history review: not performed as lot details were not provided. Conclusions: a medical review noted: this failure scenario could be a plausible explanation for all complaints reported but impossible to prove. It would represent a procedure-related failure mode, not related to the knee arthroplasty but rather more to the present accolade/tritanium hip arthroplasty with the tritanium cup in malposition causing secondary overload by external mechanisms on the knee joint. No further investigation for this event is possible at this time. If additional information become available such as device details, this investigation will be reopened.

Event description:
Failure scenario related to the accolade/tritanium hip arthroplasty with the tritanium cup in malposition causing secondary overload by external mechanisms on the knee joint.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Failure scenario related to the accolade/tritanium hip arthroplasty with the tritanium cup in malposition causing secondary overload by external mechanisms on the knee joint.